Manufacturer narrative:
No fail battery alarm noted. All operating currents are within specification. Pump passed self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a failed battery test alarm blood glucose value is 163 mg/dl. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap contacts with a cotton swab and then reinsert the battery. Customer stated that the insulin pump alarmed failed battery test. Nothing further reported.